Event description:
It was reported that the ipg was not holding a charge and was taking longer to recharge.

Manufacturer narrative:
Evaluation results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. A broken lead frame wire was observed on the lower connector block. As returned the ipg was programmed to only use the upper ipg port. Visually both septums on the ipg housing were discolored and damaged, and the parylene was damaged. These visual anomalies would not affect the ipg charging ability. The ipg passed communication and functional testing. The ipg was fully charged using the lab charging system and the time to charge the ipg was within the acceptable parameters. The ipg was run using the patient's programmer parameters and monitored for over 60 hours. The actual rate of discharge was compared to the estimated discharge rate and was found to be at an acceptable level. Conclusion: the report that the ipg would not hold a charge could not be confirmed. Ans has limited information related to the patient's medical history and is unable to form and opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.